Manufacturer narrative:
The customer's complaint that the tubing leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Additional information requested, but was not provided.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿nurse was drawing blood from right PICC from am labs. Nurse loosened "safe-t holder device" with male luer adapter from "bd max zero needleless connector" on the red port of the pt's PICC line when the nurse heard a snapping sound. Nurse noted that blood continued to exit from red port of the pt's PICC. Nurse immediately clamped and changed the "bd max zero needleness connector' from the pt and withdrew blood from the PICC line. It is unk as to which part is defective" additional information requested, but was not provided.